Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects stroke and embolism are known adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that one day post xact stenting procedure in the left internal carotid artery, the patient experienced new focal symptoms. MRI showed bright lesions in the bilateral cerebral hemisphere posterior aspect and also in the cerebellum concerning four new embolic processes vs. Known lesions for multiple sclerosis. The patient had experienced a stroke one day prior to the stenting procedure. Neurology feels that her symtpoms are related to her advance multiple sclerosis, however, the primary physician cannot be certain that the changes on the MRI are not new infarcts. There was no reported treatment given. The patient's symptoms improved throughout the day. Although the patient's condition continues, it is improved. The patient was discharged three days after the procedure to a rehabilitation facility. Though requested, there was no additional information provided.